Manufacturer narrative:
(B)(4). Report source - foreign: this event occurred in (B)(6). Customer has indicated product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, a pin from the im guide fractured. While trying to remove the device from the patient, the pin was struck with a hammer and subsequently fractured. No patient consequence has been reported at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibited signs of repeated use, and one of the spikes fractured off. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the pin fracture can be attributed to operational context as the instrument was stuck and had to be impacted on the plate in order to remove. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.